Event description:
Doctor indicated that they were unable to screw the healing abutment into the implant so another healing abutment with the same reference was placed.

Manufacturer narrative:
One (1) zimmer dental heal collar was returned for inspection. A visual inspection revealed minimum wear about the collars and the threads are slightly rusted. The hex heads were also slightly worn, but functional. The implant that allegedly would not mate was not returned for inspection, therefore the complaint could not be verified. The heal collar was functionally tested and found to seat with a mating implant. A device history record review was performed on the device lot number and no related nonconformance¿s were noted for this complaint. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A probable root cause for the failure could not be determined. UDI# (B)(4).